Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of left essure") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, cervix inflammation, dysmenorrhea, post coital bleeding, pelvic pain and menometrorrhagia in 2020. On (B)(6) 2018, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy on (B)(6) 2020). Essure was removed on (B)(6) 2020. The reporter considered device dislocation to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information: menometrorrhagia, pelvic pain, post coital bleeding, dysmenorrhea, subsequent reaction to essure implant. Final diagnosis: uterus, cervix and bilateral fallopian tubes, resection: inactive endometrium with stromal breakdown. Cervix with mild chronic inflammation, bilateral fallopian tubes with no specific pathologic abnormality. Negative for malignancy materials received: uterus, cervix, bilateral tubes. Gross description: essure coils are identified in the right and left cornu. Essure coils are identified in the very proximal lumen of the left fallopian tube only. [Ultrasound scan] on (B)(6) 2020: migration of left essure noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2018, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2020. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: summons received: patient´s date of birth added. Essure insertion and removal date updated. New reporter added and patient´s address updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of left essure") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, cervix inflammation, dysmenorrhea, post coital bleeding, pelvic pain and menometrorrhagia on (B)(6) 2020. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2020, 877 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information: menometrorrhagia, pelvic pain, post coital bleeding, dysmenorrhea, subsequent reaction to essure implant. Final diagnosis: uterus, cervix and bilateral fallopian tubes, resection: inactive endometrium with stromal breakdown cervix with mild chronic inflammation, bilateral fallopian tubes with no specific pathologic abnormality. Negative for malignancy materials received: uterus, cervix, bilateral tubes. Gross description: essure coils are identified in the right and left cornu. Essure coils are identified in the very proximal lumen of the left fallopian tube only. [Ultrasound scan] on (B)(6) 2020: migration of left essure noted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec migration-10064684. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: event"medical device removal'' updated to ''device migration'' .non drug treatment updated.reporter information,patient information,medical history,lab data,indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.